Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the b30 error is related to the electric connection becoming unstable due to the failure of the output connectors of clv-190. As a result, failure of communication between the scope and the video controller occurred and led to the scope communication error. Olympus will continue to monitor complaints for this device.

Event description:
A user facility reported to olympus that a preventative maintenance and a lamp replacement is required for the evis exera iii xenon light source. During a standard service inspection of the customer returned device, b30 error code was noted. This report is to capture the error code b30 reportable malfunction noted at estimation. There was no patient injury or harm reported.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a b30 error was noted. Once a scope is connected to the unit, an image is displayed but instantly displays the error code. The error was determined to be a scope communication error and is presented when there is a failure in applying scope ID data to the hardware. The unit was tested with a test scope socket and a 180, 190 model scopes. The unit passed functional inspecting but failed full inspection due to faulty scope socket, expired lamp and a power switch upgrade. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.